Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography/stent placement procedure on (B)(4), 2010. According to the complainant, the patient presented with a seven and a half centimeter stricture within the common bile duct as a result of cancer. The patient's anatomy was not tortuous, nor dilated prior to stent placement. During the procedure, the physician measured the stricture along the common bile duct using a guide wire. The physician then chose the 10x80 stent, which was considered to be the appropriate size. During deployment as the stent was close to fully deployed, the physician felt that the stent length was longer then 80 millimeters. The stent was removed from the patient without issue, and a 10x60 wallstent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results revealed that the device measured 80mm in length which is within specification for a bare biliary 10x80 mm device. Therefore, based on this information this event is no longer considered reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. No issues were noted with the profile of the device. During functional analysis, the stent was deployed before the point of no return and at this point the stent measured greater than 80 mm in length (83 mm). When the deployed stent was initially measured without being placed on a mandrel its length was approximately 90 mm. When the stent was placed on a 10mm mandrel it measured 80mm in length which is within specification for a bare biliary 10x80 mm device. In addition, the position of the radio opaque marker bands were found to be within specification. The stent dimensions of 10mm x 80mm as specified on the product label refer to the deployed and fully opened stent. The implanted stent length is relative to its diameter, these dimensions are indicated on the product pouch and box label. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident; therefore, based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography/stent placement procedure on (B)(6) 2010. According to the complainant, the patient presented with a seven and a half centimeter stricture within the common bile duct as a result of cancer. The patient's anatomy was not tortuous, nor dilated prior to stent placement. During the procedure, the physician measured the stricture along the common bile duct using a guide wire. The physician then chose the 10x80 stent, which was considered to be the appropriate size. During deployment as the stent was close to fully deployed, the physician felt that the stent length was longer then 80 millimeters. The stent was removed from the patient without issue, and a 10x60 wallstent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.